Event description:
Product returned to medtronic for analysis. Device explanted for unknown reason. All parameters fell in spec, but battery indicated "eos" and likely replaced. Resistance was not measured. End of report.